Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon device interrogation, the left ventricular lead exhibited high pacing impedance. It was noted that the lead impedance always trended on the higher end. All other electrical measurements tested fine and no other anomalies were noted. No intervention was performed and the patient will continue to be monitored.